Event description:
The following information is a composite of an incident report conveyed to glo science on 21-jul-2021 by a distributor of glo science's products and subsequent interviews of glo science personnel conducted by glo's regulatory affairs and qa person. During an elective cosmetic teeth-whitening procedure that was being performed in a facility of a dental practice the patient experienced burning sensations on her lip(s) and gums. Firsthand observations of the whitening procedure were related verbally by a glo technical sales/customer service person and glo's vp of sales. The glo persons were providing guidance via a video telecon-app. The procedure was performed by a dental hygienist of the dental practice and an acting dental assistant employed by the distributor that sold the glo pro 30% hydrogen peroxide whitening kit (the cosmetic) and the glo pro mouthpiece (with power-source) (the medical device, FDA product code eeg) to the dental practice. The glo customer service person quoted the directions directly from the instructions for use (IFU) labeling provided with the glo pro whitening kit and the glo pro mouthpiece. The hygienist and dental assistant also had the IFU in their possession at the time. Based on the report provided to glo by the distributor and the first-hand observations related by the glo persons, the dental hygienist and the dental assistant knowingly chose to perform the whitening procedure without placing a 2"x2" gauze pad between the lips and gums of the lower and upper arch as required per the text and pictorial graphics in the IFU and as verbally directed by the glo tech/customer service person. As a result, it seems some of the hydrogen peroxide whitening compound came in contact with the patient's lips and gums causing a burning sensation. The hygienist applied a vitamin e chap-stick but before ice could be applied the patient left, declining further medical treatment.